Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation showed the anchor was seating at the distal end of the shaft. Anchor was able to be removed from the distal tip. No damaged was observed. No problem was found.

Event description:
It was reported that during a shoulder arthroscopy the anchor did not hold. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.